Event description:
It was reported that the cathlon would not thread off the needle, the needle would not retract and customer was unable to pull back the needle into sesd.

Event description:
It was reported that the cathlon would not thread off the needle, the needle would not retract and customer was unable to pull back the needle into sesd.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03707. The report was submitted in error.